Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp), via the manufacturer¿s representative, regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the lead introducer broke upon entry into the foramen. As a patient factor that may have led to the issue, it was noted that the physician thought the patient had narrowing of the s3 foramen due to an osteophyte in the space. Specifically, the lead introducer was placed into the foramen and the radiopaque marker was seen approximately halfway though the foramen. The stylet was removed and the lead was inserted. The lead hit resistance before it was in the appropriate location. The physician took out the lead and put the stylet back into the lead introducer sheath and advanced it. This was when the stylet broke through the sheath. The representative was able to see the radiopaque marker was not in line with the sheath of the introducer on the image. The physician then placed the directional guide into the introducer sheath and removed it. It was then discovered that the stylet had broken through the side of the sheath. Another lead introducer was opened and used which went into the s3 foramen easily. The issue was reported as resolved at the time of report. No surgical intervention had occurred and none were planned. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.